Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "fall on chair pre. Noted on explanation. The event was diagnosed on operation table". Histology report states ¿a cyst-like structure measuring 20mm x 15xx with a thickness of 2mm¿, ¿foreign body granulomas... Refractile foreign material is present in the fibrous capsule surrounded by foreign body giant cells¿foreign body granulomatosis". Device has been explanted and replaced with a non-abbvie device. This relates to the left side.

Manufacturer narrative:
E1. Zip code continued: (B)(6). Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ granuloma : unable to observe since it is a medical event and is not related to the device. ¿ cyst : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ observed, broken assessed as unidentified (tear) opening and missing assessed as inconclusive. Shell thickness was within specification). No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: a5, b5, d9, e1, g2, h3, h6.

Event description:
Healthcare professional reported left side "fall on chair pre. Noted on explantation. The event was diagnosed on operation table". Histology report states ¿a cyst-like structure measuring 20mm x 15xx with a thickness of 2mm¿, ¿foreign body granulomas... Refractile foreign material is present in the fibrous capsule surrounded by foreign body giant cells¿foreign body granulomatosis". Patient additionally reported ecchymosis. Patient also reported rupture which is not device related. Device has been explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported 'one implant is leaking'. Device has been explanted. This record relates to the left side.

Manufacturer narrative:
Continued: e.1. Phone no.: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.